Manufacturer narrative:
Additional information evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the trocar balloon was broken. The lock collar was broken. The valve doors appeared intact. The inflation syringe and obturator were not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloon and broken lock collar may occur when mishandled during clinical application. Our instructions for use warn against the action that was taken. The investigation detected a secondary condition of handling rough that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. The balloon burst. Seemed like something might have hit the balloon. The fragment of the balloon dropped into the abdominal cavity and was retrieved with forceps. The procedure was completed with another time. The surgical time was extended by less than thirty minutes. There was no patient harm.